Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the external cable of the calibrator had a cut in it, exposing wires. Since this event occurred at the service center, there was no pt involvement during this event.